Event description:
It was reported that the inner aseptic packaging was opened before surgery. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer. Therefore it could not be analyzed. However, the received pictures were reviewed and reported event was confirmed as the pictures show that the inner pouch was damaged. The review of the device manufacturing quality record indicates that (B)(4) products refobacin bone cement r 1x40g, reference 3003940001, batch a751bd2501 were manufactured on 10th august 2018. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. The review of the sterilization certificate indicates that the products were sterilized according to the specification. No non conformity or deviation was observed which could be linked to the complaint issue. 5 similar complaints (including the current complaint) have been recorded for refobacin bone cement r 1x40g 3003940001, batch a751bd2501 on the reported event within one year. According to the available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). The device manufacturing quality record indicates that the released product met all requirements to perform as intended. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the inner aseptic packaging was opened before surgery.